Manufacturer narrative:
This report is submitted on september 21, 2022.

Event description:
Per the clinic, the patient experienced an extrusion of electrodes in the ear canal (specific date not reported). There are no plans to reimplant the patient with a new device as of the date of this report. The implanted device remains.